Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis and an unrelated medical condition. The patient was treated with intraperitoneal and intravenous cefazolin (dose, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Approximately one week after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.